Event description:
A user facility reported to olympus that the "instrument stopped." There was no patient injury, associated with the problem, reported to olympus. An olympus field service engineer (fse) performed an onsite visit to inspect the device and determined that a scope detection failure occurred. This report is submitted due to the scope detection failure.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; during the evaluation, an error b30 occurred due to poor contact at the scope connector. Additional evaluation findings are as follows: 1.) Multiple device components were noted to have poor appearance; 2.) Dust accumulation noted in the unit; 3.) Output connector noted broken but connection possible. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the faulty output connector was confirmed. It was determined that the connector failed to process image, therefore, resulting to the phenomena of ¿scope detection error¿ and ¿b30 error¿. Olympus will continue to monitor field performance for this device.